Manufacturer narrative:
The company representative replaced the drive manifold assembly (0104-00-0018). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt the unit generated an "electrical test fails code #53" (shuttle transducer offset failure) alarm. Upon power-cycling the unit, a "maintenance required code #2" (drive transducer offset failure). The pump was replaced and therapy was initiated.